Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospitals intensive care unit (ICU) due to a low blood glucose (bg) levels of 53 mg/dl; due to customer incorrectly programming their settings. Customer attempted to self-treat via glucagon injection; however was treated intravenously with fluids of saline and insulin at the ER. During hospitalization customer experienced multiple low bg levels of 40 - 64 mg/dl, cause was unknown. Customer was provided juice and carbohydrates in the ICU to treat their bg. Customer was released from the hospital on (B)(6) 2022 with issue resolved. The customer declined systems check with tandem as customer knew the cause.